Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On or about (B)(6) 2007, a miniarc precise device was implanted to treat "pelvic organ prolapse." Reportedly, "after, and as a result of implantation, the patient experienced extreme pain, erosion of her internal tissues, hematuria, scarring, adhesions and other injuries."